Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized via ambulance with hypoglycemia. The patient's blood glucose levels dropped to 67 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient experienced a nose bleed as well as loss of consciousness. The patient reports recently starting on new medications of ozempic and jardiance. Once at the hospital the patient was placed on intravenous therapy of fluids and insulin and given glucose tablets and drank orange juice. The patient was still in the hospital at the time of the call.